Event description:
It was reported to boston scientific corporation on (B)(6) 2009 a wallstent biliary rx permalume was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2009. (Female patient, (B)(6), weight is unknown). According to the complainant, during the procedure, the physician placed the stent and the stent did not open completely. The stent was longer than he had anticipated. The proximal end of the stent was higher in the right hepatic duct than he wanted it to be. As a result the stent occluded the left hepatic duct. The patient was sent to another facility for the stent to be removed and replaced. Another type of stent was placed successfully. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. (B)(4).